Event description:
A doctor's office alleged that the demi light was not curing restorations for two (2) patients. This is the first of two (2) reports.

Manufacturer narrative:
It was reported that the patient had experienced sensitivity. Upon the patient's return visit, the doctor noticed that the composite was not completely cured. The doctor removed the restoration and replaced it, without further incident. To date, the patient is doing fine. The demi light was not returned; therefore, no evaluations can be conducted.